Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported a combi set blood leak that occurred during a patient¿s hemodialysis (hd) treatment. Follow up revealed that the blood leak occurred approximately 3.25 hours into a 3.5-hour scheduled treatment. The medication line on the combi set reportedly separated from the arterial chamber. Immediately after the separation occurred, blood began ¿squirting¿ out of the bloodline and an air detector alarm went off. A patient care technician (pct) reported that transmembrane pressure (tmp) alarms had also occurred, earlier in the treatment. The pct inspected the machine and found no abnormalities. The arterial pressure was brought back up and treatment continued. After the blood leak and subsequent air detector alarm, the patient¿s treatment was ended. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combi set was not available to be returned for evaluation as it was reportedly discarded.